Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, multiple drawers had failed. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was found that multiple drawers had failed. A field service engineer (fse) found the drawer of the full height cubie failed to open and magnet had fallen out during inspection. The fse replaced the inseparable latch to resolve the issue. The system functioned as intended after the field service engineer repaired the device.